Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this atrial lead was exhibiting noise, low p-wave measurements and low impedance measurements which had triggered the lead safety switch (lss) on the associated device. Bipolar impedance is 250 ohms and had been decreasing over the past year. The device was reprogrammed to vvi mode. No adverse patient effects were reported.